Event description:
Caller reported lock cylinder is sticking and not functioning smoothly.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.